Event description:
It was reported that the oec8800 flexiview system c-arm rotation brake was broken. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an investigation. The malfunction was verified. The brake was replaced.